Event description:
It was reported that the patient developed and was treated for septicemia and subsequently was positive for (B)(4). The implantable pulse generator (ipg) and right ventricular lead were removed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: sd303b implantable pulse generator (ipg) unknown. (B)(4).